Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the lot number for the device involved in the event provided 4389271 was not able to be validated, the full UDI is currently not available. G4: device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that on ( B)(6)2025, the patient underwent unknown surgery. When the ampoule was opened, it was found broken. A non-depuy synthes device was available and used to successfully completed the procedure with no delay.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary no device associated with this report was received for examination. According to the information received,¿ it was reported that on (B)(6) 2025, the patient underwent unknown surgery. During the surgery, breakage of the ampoule was found when the product was opened. A spare product, which is a competitor¿s product, was used in the surgery. The surgery was completed successfully with no surgical delay. No further information is available." Product description: - endurance bone cement 40g product code: - 3070040 lot no:- 4389271 quantity of manufactured:- 2760 date of manufacturing:- 08-feb-2024 expiry date:- 31-jan-2027. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot product description: - endurance bone cement 40g product code:- 3070040 lot no:- 4389271 quantity of manufactured:- 2760 date of manufacturing:- 08-feb-2024 expiry date:- 31-jan-2027. Device history review a manufacturing record evaluation was performed for the finished device, and no non-conformances / manufacturing irregularities related to the malfunction were identified. H11 additional narrative: corrected: d3, g1 (manufacturing site name)